Manufacturer narrative:
Device not returned to MFR. Medtronic rep discussed with surgeon the possibility of the vertek arm moving when site changed orientation of frame causing the inaccuracy. No impact on pt outcome reported.

Event description:
A medtronic rep reported the site was unable to get green cross hairs after going sterile. The medtronic rep troubleshot with site and surgeon was inaccurate after changing the orientation of frame. Surgeon decided to discontinue the use of navigation but proceeded with surgery. No impact on pt outcome reported.